Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain. Patient presented with a painful anatomic shoulder and xrays revealed pegs of the caged glenoid below the glenoid in the axilla region. Upon revision the entire glenoid was retrieved from this region with all pegs intact, but the cage left behind in the glenoid. Glenoid was removed and a reverse shoulder was done on the intact humeral stem. Patient is expected to do well.

Manufacturer narrative:
The revision reported was likely the result of deformation of the central cage and incomplete seating of the glenoid component due to the central cage contacting the scapular wall during impaction at the time of the original surgery, which led the central cage disassociating from the central peg of the glenoid component. Having a disassociated glenoid component likely contributed to the patient¿s reported pain.